Manufacturer narrative:
(B)(4). Date sent 1/15/2025. Corrected data d4: UDI#.

Manufacturer narrative:
(B)(4). Date sent: 1/14/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent 1/24/2025. D4 batch # 291a92. Investigation summary : the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the pph03 device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples met the staple form release criteria. The event described could not be confirmed as no malformed staples were noted and the device performed without any difficulties. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: to promote hemostasis, it is recommended to wait approximately 20 seconds after firing and re-engaging the safety before opening the instrument. If excessive force is required to close the device, this may indicate there is too much tissue or thickened tissue in the device. Attempting to fire the instrument in this condition may result in poor staple line integrity with possible leakage or disruption. In addition, instrument damage or failure may result. Do not fire the instrument more than one time. Additional firings could result in tissue damage. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 291a92, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent 12/12/2024. D4 batch#: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: date(s) of the event wed dec 4. Were there any patient consequences? Yes, the surgeon said it may affect the patient outcome/results. What actions were taken when the event occurred? Manual suturing and cauterization. Was the surgery delayed due to the reported event? Surgery length increased. Was the procedure successfully completed? Yes - with improvising. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a hemorrhoidectomy the pph stapler malfunctioned. The stapler fired properly but the staple line was not complete.

Manufacturer narrative:
(B)(4). Date sent: 1/6/2025. Additional information: dr. (B)(6) mentioned that after doing the purse string, tightening all the way down, waiting and then firing the device that when he opened the device the surgical site started to bleed significantly. The knife cut the tissue; however, the staples did not form . He did an anastomosis with sutures to control the bleeding. The tissue ring was intact. He said there is potential for stricture.